Event description:
Rptr will be having her implants removed on 2/2/94. She has had continual problems since she had them. Rptr has chronic fatigue since she had them. Over the past 1 1/2 yrs she has had constant pain in her left breast, she cannot sleep on left side and has been to numerous drs who have no explanation for why she has these problems. Implant date: 3/90. Explant date: 2/2/94.